Event description:
It was reported through the litigation process that one year and eighteen days post a port placement in the right chest, the catheter was allegedly occluded. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and eighteen days post port placement, the old port was removed, and through an unknown vein approach, a bard powerport isp m.r.I. Airguard chronoflex 8fr implantable port was placed in a patient after being diagnosed with crohn¿s disease. Port was lying perfectly flat on the chest wall and was easily palpable. Patient tolerated the procedure well was taken to recovery room in stable condition. Therefore, the investigation is inconclusive for the reported obstruction of flow issue as no objective evidence has been provided. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 05/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that one year and eighteen days post a port placement, the catheter was allegedly occluded. Reportedly, the port was removed and replaced. There was no reported patient injury.